Event description:
The (B)(6) female pt called zoll customer support to report that one of her batteries would not charge when placed in the battery charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the blown fuse. The pt received a replacement battery pack.